Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, and the device was "wiggled", which released the device from the tissue tract. The clip from the starclose device achieved hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in a fully clip deployed state. There was no detected external device damage and internal handle inspection revealed undamaged properly positioned post clip deployed components. Examination of the access port feature did not find any obstruction to limit its function. Inspection of the vessel locator assembly at the distal end of the device did uncover four broken vessel locator wings with no missing material. All of the locator wings attachment points were secure within the vessel locator assembly and the pusher body joint was intact. A possible cause for the damaged wing condition may have been procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through the tissue tract. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc that may prevent correct locator wing retraction may have been encountered. However, no anatomical information was supplied. No other observations were noted. A review of the lot history file did not produce any findings relevant to this report, and there was no detected manufacturing or quality issue associated with the device. Based on the investigation and the returned device not matching the complaint, the root cause for the damaged wings condition is undetermined.